Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, right hemiplegia developed. It was unknown if the cerebral infarction was related to the device. Fifty days following the implant, the symptoms remained but had reportedly improved with rehabilitation. No additional adverse patient effects were reported.